Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot: 31743978l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the patient underwent a pulse field ablation procedure with a varipulse bi-directional catheter and the patient experienced a myocardial infarction. Myocardial infarction occurred four hours after the procedure. St elevation was observed. Emergency catheterization was performed. On return to the ward after the procedure, heart rate was in the 30s with bradycardia. Four hours after the procedure, while in the ward, the patient complained of feeling unwell and unable to stand up. Electrocardiogram showed st elevation and emergency catheterization (coronary angiography), was performed. The physician that performing the urgent catheterization judged the st elevation to be due to spasm. Nitroglycerin was also administered. Physician¿s assessment of health hazard is not serious (moderate/mild). Physician¿s comment on the relationship between the event and the product is that the causal relationship with the product is unknown. The number of ablations was within the specified range, the procedure performed was pulmonary vein isolation only, and irrigation was performed. All safety aspects were fully considered. There were no abnormalities observed prior to or during product use. Additional information was received indicating the patient was discharged without extension of hospitalization. There had been no problems since the emergency catheterization, and the patient's condition was stable. The causal relationship with the product remains unknown. The likelihood of a procedural issue is extremely low (the product was used safely and appropriately).